Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope was being stored in the storage cabinet with the suction and air/water valve still in the scope. The issue occurred during a preventative maintenance accessory inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) was dispatched on-site to assess the reprocessing practices at the user facility and it was confirmed that scopes were stored in the storage cabinet with the suction and air/water valve still in the scope. Ess properly trained the customer on reprocessing and storing practices. Based on the results of the investigation, it is likely that the user facility had a lack of understanding of the instructions for use and the subject device was stored in storage cabinet with the suction and air water valve attached. The event is detectable and preventable by handling the device in accordance with the following section of the instructions for use (IFU): reprocessing manual 5.1 storage of the endoscope: "detach all equipment (the air/water valve, suction valve, biopsy valve and water-resistant cap) from the endoscope." Olympus will continue to monitor field performance for this device.